Event description:
The suspect device result was 73 mg/dl. The user didn't feel well and called the paramedics. The emergency medical technician checked pt's glucose and the level was 40 mg/dl. They were taken to the hospital and admitted for four days. Controls were not used. The device was replaced and requested to be returned for evaluation.